Event description:
Pt admitted to hospital for repeat c-section. Pt was draped with a kimberly clark ob c-section drape that came in an avid pack. A pfannenstiel skin incision was made approx 2cm above the pubic symphysis in the previous c-section scar. After the fascia was incised in the midline and extended laterally, the cautery was activated to obtain hemostasis on a small subcutaneous bleeder. With initiation of the cautery, a small quiet exploding sound was heard and the plastic area of the drape was noted to be melted. The cautery grounding pad was checked in place. No evidence of flame or further burning anywhere noted. When drapes were removed, pt burns, first and second degree, were noted on right inner thigh and left groin. A small release of bowel gas from the pt's rectum was suspected as one of the 3 elements needed for combustion to occur.